Event description:
It was reported on 06 august 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), atrial fibrillation, enlarged atrium and restricted posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. During deployment of a second mitraclip, the clip was unable to pass establish final arm angle (efaa) test as it jumped open from 15 degrees to 180 degrees. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.